Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the sheath was returned and visually inspected and functionally tested. Visual inspection of the sheath showed the device was intact with no apparent issues. Multiple aspirations and injections were performed without air bubbles or leaks; the hemostatic valve was leak tight. The valve assembly was leak tight as well. The reported issue has not been confirmed through testing. The sheath passed the returned product inspection as per specification.

Event description:
It was reported that during a cryoablation procedure, when attempting to advance the balloon catheter through the sheath, the balloon catheter bent. After, it was noticed that the sheath hemostatic valve was leaking. The catheter and sheath were replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.